Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The field service engineer and the surgeon were just about to start the verification portion of the registration. While the surgeon was moving the arm towards the patient for the first verification step, he had to reposition his foot to have a better step on the vigilance device. When he did this, alert popped up on the browser letting us know he had taken his foot off the vigilance device. The fse pressed continue on the screen and he put his foot back on the device. However, the arm didn't continue to move and the same alert popped up on the screen informing us that the device was not being activated, even though his foot was clearly on the device. They tried to activate the arm a few more times and even unplugged the vigilance device and plugged it back into the robot. This attempt to fix the situation did not work. The fse had to try to clear the arm but returning it to home but the robot gave an error message "impossible to compute/complete movement parameters" or something similar. This then caused a communication failure and then a robot shutdown.

Manufacturer narrative:
It was reported that several releases of the foot pedal were detected when the robot arm was moving towards the patient for the first verification step of the registration. A full analysis of the data logs has been performed, this analysis concluded that the issue occurred even through the foot pedal was pressed or not. Therefore, all the vigilance device issues can be provoked either by a momentary breakdown or a misconnection of the foot pedal. Then, a conflict of cooperative mode state occurred when the cooperative mode was started to proceed a clearance procedure which provoked a communication failure and the device shutdown. Not enough elements are provided in log files to explain the origin of the information conflict. Corrected data: date of this report. Date received by manufacturer. If follow-up, what type. Device evaluated by manufacturer. Event problem and evaluation codes.

Event description:
The field service engineer and the surgeon were just about to start the verification portion of the registration. While the surgeon was moving the arm towards the patient for the first verification step, he had to reposition his foot to have a better step on the vigilance device. When he did this, alert popped up on the browser letting us know he had taken his foot off the vigilance device. The fse pressed continue on the screen and he put his foot back on the device. However, the arm didn't continue to move and the same alert popped up on the screen informing us that the device was not being activated, even though his foot was clearly on the device. They tried to activate the arm a few more times and even unplugged the vigilance device and plugged it back into the robot. This attempt to fix the situation did not work. The fse had to try to clear the arm but returning it to home but the robot gave an error message "impossible to compute/complete movement parameters" or something similar. This then caused a communication failure and then a robot shutdown.